Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer declined further troubleshooting, and multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received; therefore no additional information could be obtained. Customer¿s blood glucose level was 156 mg/dl.